Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with calibration errors with a previous sensor. Customer was getting calibration errors after receiving high alerts on the pump. The customer's blood glucose levels were unknown. Troubleshooting was conducted and the alarm did not occur after performing a find lost sensor test. The customer was advised to that a replacement sensor would be sent out, and that they would return their sensor for analysis.